Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "very painful". Device remains implanted.

Event description:
Healthcare professional later reported right side rupture,capsular contracture - baker grade iii, calcification, pain, nipple hyperesthesia, and exchange of textured device due to patient's concern with product.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture/use error: observed an opening on radius assessed as surgical damage per rga. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: observed calcification on the device. Nipple sensation increase/decrease: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture and "very painful." Healthcare professional later reported right side rupture, capsular contracture - baker grade iii, calcification, pain, nipple hyperesthesia, and exchange of textured device due to patient's concern with product. Healthcare professional additionally reported "nicked implant during removal." Device has been explanted and replaced.

Event description:
Patient reported, right side rupture and "very painful". Healthcare professional, later reported, right side rupture. Capsular contracture, baker grade iii. Calcification, pain, nipple hyperesthesia. And exchange of textured device, due to patient's concern with product. Healthcare professional, additionally reported, "nicked implant, during removal". Device has been explanted and replaced.